Event description:
At 15-20 min or less after the start of the intervention, the pump is raced and tubing 284504 was filled quickly. Then change tubing and idem, pump runaway and a strong patient-side pressure. By the time they realize that it was not the sound of pocket change, but the roller irrigation which raced, in 20s the pressures has almost doubled the volume of the shoulder. They then cut off the pump. So they changed the column and thus pump fms. Issue has not reappeared and intervention ended normally. No error code. Finally, loss of time and brief relief, but with consequences for the patient to increase the volume of his shoulder (twice that of the non-operated), so worrying. Loss of time, increasing the operating time of 25 minutes. Pressure short, so a priori inconsequential in the end, but very disturbing at the time saw a doubling of volume of the shoulder in less than a minute. The patient is fine see associated medwatch 1221934-2014-00495.

Manufacturer narrative:
The complaint tubing is not being returned and therefore is not available for a physical evaluation. However, a few unused samples of this tube set from different lots were tested to replicate this failure of fill chamber filling up and a manufacturing error was identified. Supplier identified tool wear on 3 out of 8 molds which created flash leading to increased torque needed to close the luer lock. If the luer lock is not completely tightened, an air leak occurs causing the fill chamber to overfill. The tooling was fixed by the supplier under corrective action. A pra was conducted and determined the patient risk to be low. It was noted that this lot was released before the corrective actions were implemented. A review into the depuy mitek complaints system revealed 3 similar and 1 dissimilar complaints for this lot of devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.